Manufacturer narrative:
Suspect device not available for evaluation.no pictures for confirming the issue was provided. There is no evidence of quality issues associated with this complaint based on the archive sample analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Additionally, no trends related to this issue have been identified during our track-and-trend analysis. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges. Unconfirmed. This report was initially submitted on 04/06/2025. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information

Event description:
Customer reported that they after unpacking the medicine, I found yellow stains inside the syringe bottle.